Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading dropped to 52 mg/dl and current blood glucose was 217 mg/dl. The customer was treated with food and glucose tablets. The customer was using the auto mode and pump kept on beeping. Customer was neither in emergency room nor admitted into hospital. The customer does not feel okay to troubleshoot. The insulin pump will not be returned for analysis.